Event description:
On (B)(6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of his wife alleging that a one touch ultra 2 meter was reading inaccurately low. The reporter tests the pt's blood glucose 3 or more times a day. He tests the pt typically before meals and 3 hours after meals. The reporter treats the pt with sliding-scale humulin 70/30 insulin based on her meter readings. The reporter indicated that the alleged issue started in (B)(6) 2010. The reporter claimed that on an unspecified date/time in (B)(6) 2010, the reported meter read 125 points higher than a reading obtained on a nurse's meter. The reporter was unable to provide what blood glucose results were obtained at the time. However, he claimed that due to the meter issue, his wife became semi-conscious. As a result of being semi-conscious, the reporter called for paramedics who arrived and took the pt to a hospital where she was treated with an IV to bring the pt's blood glucose level down. In another incident on (B)(6), 2010, the reporter claimed that the pt obtained a pre-breakfast meter reading of "170 mg/dl" which he said was normal for the pt. The reporter could not recall what time the result was obtained. However, he denied treating the pt with any insulin since the reading was not within her sliding-scale insulin range. At 11:30 am that same morning, the pt's blood glucose was tested by a doctor's office during a routine appointment and a result of "437 mg/dl" was obtained. The reporter was surprised that her blood glucose was that high considering she had been getting results between "150-170 mg/dl" on a daily basis. The pt was reportedly asymptomatic at the time. Due to the elevated blood glucose level, the pt was sent to a hospital. At the hospital, the pt's blood glucose was tested by a lab and a result of "337 or 339 mg/dl" was obtained. The pt was treated with insulin (unk type) by the hospital several times until 5:00 pm when she was released. At the time of being discharged, the hospital tested the pt again and got "112 mg/dl." The pt's blood glucose was not tested on the lfs meter during the doctor's office visit or at the hospital. While driving home, the reporter mentioned that the pt became sleepy, her head started bobbing back and forth, her eyes rolled back, and she almost passed out. At that point, the reporter tested the pt with the reported lfs meter and got "40 mg/dl." He immediately treated the pt with soda water and chocolate candy. After she felt better, he retested her at an unk time and got a result of "130 mg/dl." The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt was treated with insulin by a hospital after the alleged issue began. The reporter also claimed that the pt was treated by paramedics with an IV to bring her blood glucose down as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.